Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis (dvt) and pulmonary embolism (pe) and colon cancer. The patient was scheduled for a colectomy the day after the filter was implanted. The filter was implanted via the patient's right common femoral vein. The sheath was advanced to the level of the renal veins and the filter was advanced to that position and was deployed without difficulty. The patent tolerated the procedure well. Approximately twelve years and four months after the index procedure an abdominal computed tomography (CT) scan was done to evaluate the filter. The images revealed the inferior vena cava (ivc) filter is in place with the tip at the level of the superior endplate of l3 below the level of the superior endplate of l3 below the right renal vein. Perforation of the ivc wall is evident measuring circumferentially 7mm in the retroperitoneal soft tissue, but not in the aorta or small bowel. There is no evidence of a fracture. The record notes that the patient is postoperative from fusion of the lumbar column with fusion cages in place and postoperative from cholecystectomy. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the ivc and "mesenteric." The patient became aware of the reported events approximately twelve years and five months after the index procedure. The patient continues to experience leg pain, venous insufficiency of lower extremities, diastolic heart failure and anxiety.

Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the inferior vena cava (ivc) wall by 7mm. The patient reported becoming aware of ivc and mesenteric perforation approximately twelve years and five months post implant. The patient also reported leg pain, venous insufficiency of lower extremities, diastolic heart failure and anxiety related to the filter. According to the medical records the indication for the filter was a history of deep vein thrombosis and pulmonary embolism with impending surgery for colon cancer. The filter was placed via the right common femoral vein and deployed at the level of the renal veins without difficulty. The patent tolerated the procedure well. Approximately twelve years and four months post implant an abdominal computed tomography (CT) scan was done to evaluate the filter. The results noted the ivc filter is in place with the tip at the level of the superior endplate of l3 below the level of the superior endplate of l3 below the right renal vein. Perforation of the ivc wall is evident measuring circumferentially 7mm in the retroperitoneal soft tissue. The record notes that the patient is postoperative from fusion of the lumbar column with fusion cages in place and postoperative from cholecystectomy. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported event could not be confirmed or further clarified. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and pain of the affected extremity. Diastolic heart failure is the result of the left ventricle becoming stiff with age and certain disease states that prevent it from filing properly and pumping blood out to the body. Venous insufficiency, diastolic heart failure and anxiety do not represent a device malfunction and may be related to underlying patient specific issues or undisclosed comorbidities. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to specific evidence that the filter perforates the inferior vena cava (ivc) wall by 7mm. As a direct and proximate result of these malfunctions, the patient has suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.